Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port placement, allegedly unable to peel the backflow valve. It was reported that the valve was cut and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. One 6.5fr air guard introducer sheath was returned for evaluation. It was noted that the silicone valve was not split evenly and was connected almost entirely to one side of the t-handle, appearing to have been cut apart. When viewed under magnification, it was noted that the pre-cut slit in the valve had partially split at one end. Based on this finding, the investigation is confirmed for the reported improper introducer sheath peel. Per the reported event details, the valve was cut with scissors. Therefore, the uneven nature of the valve split is likely due to the manner in which it was cut. However, the root cause for the reported difficulty peeling the sheath could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event.

Event description:
It was reported that during port placement, the health care provider was allegedly unable to peel the backflow valve. It was further reported that the valve was cut and the procedure was completed. There was no reported patient injury.